Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. Since having a new implant in (B)(6) 2015, the patient was not getting good relief from therapy and it was making her ¿rectal splinter¿ to ¿behave badly.¿ it was noted the patient was unable to change programs. During the call, the patient adjusted settings from program 2 at 1.2 volts to program 3 at 1.4 volts. The patient was going to monitor settings on new settings. Additional information received from patient on august 01 2017 reported that her device was removed sometime in (B)(6) because it did not work. Patient clarified that it did not provide symptom relief from incontinence. Patient stated the device was not right for her. She was going to have reconstructive surgery. There were no further complications that have been reported as a result of this event.